Manufacturer narrative:
An event regarding seizing involving a jts, midshaft femur, extension mechanism was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for a jts mid-shaft femoral replacement which was inserted on (B)(6) 2017. The surgeon reported that the implant wasn¿t extended in the last attempt. The x-rays provided showed that the gap of the extension between the two images are almost identical although there was no date of x-rays being provided, which confirms the clinical report. Device history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on the (B)(6) 2017 with no reported discrepancies. Complaint history review: there have been 4 other events. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Regarding a jts femur mid-shaft implant: "as you recommended, we extend the last 6 remaining mm, in a procedure of 24 minutes. But as you can see in the attached images we didn't appreciate much more difference between the pre- and post- extension image..." Engineering confirmed that the device had not been extended.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Device not returned.

Event description:
Regarding a jts femur mid-shaft implant: "as you recommended, we extend the last 6 remaining mm, in a procedure of 24 minutes. But as you can see in the attached images we didn't appreciate much more difference between the pre- and post- extension image..." Engineering confirmed that the device had not been extended.

Event description:
Regarding a jts femur mid-shaft implant: "as you recommended, we extend the last 6 remaining mm, in a procedure of 24 minutes. But as you can see in the attached images we didn't appreciate much more difference between the pre- and post- extension image..." . Engineering confirmed that the device had not been extended. Update - additional information: on approximately the 19th of october that patient had a second unsuccessful lengthening. Additional imaging was provided to confirm that implant has not been extended.

Manufacturer narrative:
An event regarding seizing involving a jts, midshaft femur, extension mechanism was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for a jts mid-shaft femoral replacement which was inserted on (B)(6) 2017. The surgeon reported that the implant wasn¿t extended in the last attempt. The x-rays provided showed that the gap of the extension between the two images are almost identical although there was no date of x-rays being provided, which confirms the clinical report. Update: on (B)(6) 2020 the sales rep provided additional imaging, they confirmed that another attempt was made to lengthen the implant in (B)(6) 2020. Review of the x ray images confirmed that the extension gap between the image taken in (B)(6) 2020 and the image taken on (B)(6) 2020 (after extension attempt) are almost identical, which confirms the clinical report. Device history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on the (B)(6) 2017 with no reported discrepancies. Complaint history review: there have been 3 other events. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.